Event description:
It was reported that the health care professional (hcp) called technical services (ts) for a consult review of this cardiac resynchronization therapy defibrillator (crt-d) presenting electrogram (egm). Upon review, the presenting egm showed right atrial (ra) undersensing. It was noted that the ra lead is a non-boston scientific lead. Ts provided programming recommendations. No adverse patient effects were reported. At this time, the crt-d and non-boston scientific ra lead remain in service.